Manufacturer narrative:
We are not aware of similar incidents in the past. Further results pending until completion of evaluation. This event occurred outside of the u.s. And involved a product that was manufactured outside of u.s.. However, because the link endo-model modular rotational knee prosthesis also is marketed in the us. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
The femoral component would not work with the femoral segment when surgeon tried to assemble them on the table before implantation. The surgeon finished the surgery as planned because of a second loaner kit with the same articles.